Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified error message occurred. On (B)(6) 2024, the patient experienced a fall and his sensor fell off and he lost his transmitter. The patient then inserted a new sensor with an old transmitter; however, this did not work, and the sensor and transmitter would not pair. The patient stated he ¿thought the device was not performing¿ but could not state the actual issue, alert, or error message he received. He could recall that at some point, he was alerted to ¿replace the sensor¿. At an unspecified time after the patient¿s sensor fell off, the patient stated emergency medical services (ems) was called (it was not specified who called and what lead up to this). No patient symptoms were reported. Ems arrived and treated the patient with glucose gel. The only bg meter reading reported was after the patient was treated and he stated it was ¿over 100 mg/dl¿. The patient declined being brought to the hospital. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.